Event description:
It was reported that the patient had a loss of therapeutic effect. The leads had migrated. The patient had the lead replaced on (B)(6) 2012 and the patient was getting great coverage.

Manufacturer narrative:
Concomitant medical products continued: lead model 3777-60 lot v453752023 implanted: (B)(6) 2010 explanted: na. Programmer model 37743 serial (B)(4).